Manufacturer narrative:
Evaluation summary: event description suggests the target device as primary product. No associated products were reported. The manufacturing documents could not be reviewed as the lot code was not available. A physical examination could not be carried out as the device was not available for evaluation. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Regarding misdrilling the operative technique has already been modified. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub optimal intra operative procedure. Device not returned.

Event description:
It was reported that when we were targeting the distal screw for a short gamma nail, the drill guide was aiming posterior of the nail. The surgeon used the cob elevator to adjust the trajectory into the nail.

Event description:
It was reported that when we were targeting the distal screw for a short gamma nail, the drill guide was aiming posterior of the nail. The surgeon used the cob elevator to adjust the trajectory into the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.